Event description:
A complaint was rec'd stating that a low reading of 131mg/dl was obtained on a customer's precision qid meter when compared to a laboratory result of 280 mg/dl. There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "d" zone, which is considered to be clinically significant.